Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm and insulin pump discontinuing function at this point. The customer's blood glucose was 113 mg/dl. Customer states they did press a button down for 3 minutes or longer but they were not able to clear the alarm. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with unresponsive down arrow button due to flattened dome (creased). Device was received with dog chew marks on keypad overlay.